Event description:
The handpiece head overheated during a tooth restoration procedure and the patient received a minor burn to their right buccal cheek. The injury was reported to have caused all the skin to slough off. The doctor has had a follow up visit with the patient since the time of the incident and is reported to have healed normally without need for additional medical treatment.